Manufacturer narrative:
A cardioquip customer noticed discoloration in their tubing and suspected contamination. In response they requested an internal water pathway replacement for their device. Cardioquip had the device brought in for further evaluation, such as hpc testing to quantitatively determine if there was contamination. Test results confirmed the device to be outside of cardioquip specifications on 08/19/2024. Following this cardioquip proceeded with the iwpr. This returned the device to full functionality and specification.

Event description:
A cardioquip (cq) customer requested their device receive an internal water pathway replacement after identifying discoloration in their devices tubing. Cq brought the device in your investigation and conducted hpc testing. Test results were received on 08/19/2024 which were outside of specification; indicating that the device was contaminated and in need of remediation.